Event description:
Facility reported that 15 minutes into hemodialysis treatment, pt complained of severe lower back pain and shortness of breath. Pt was given benadryl and oxygen without relief. Pt's blood was reinfused and symptoms subsided. The pt was discharged from the unit after one hour and no discomfort was noted. Sample was discarded by the facility.